Manufacturer narrative:
For the pump analysis, it was found that the gear train on the pump motor had an anomaly with corrosion and/or wear and/or lubrication. The gear train on the pump motor was also found to have stalled due to shaft bearing. For the catheter analysis, it was found that the catheter body had damage to the transition tube. The pump patient code (B)(4) was updated to (B)(4). The device code (B)(4) and patient code (B)(4) are associated with the catheter. The catheter eval code-conclusion. The pump eval code-conclusion was updated. For the pump - recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Eval code-result applies to pump and catheter. Eval code method apply to pump and catheter.

Event description:
Additional information was received from a healthcare professional. On (B)(6) 2016, after starting the product, the patient experienced increased lower extremity tone and lower back itching. Pump interrogation revealed the pump stalled on (B)(6) 2016 and was alarming (date alarm heard was not reported). The symptoms resolved with administration of oral baclofen. On (B)(6) 2016, the pump recovered from the motor stall. The patient was hospitalized on (B)(6) 2016 for the admitting diagnosis of mechanical complication of nervous system device. That day, the pump was replaced due to another motor stall. The patient was discharged from the hospital on (B)(6) 2016. As of (B)(6) 2016, the physician felt that the patient had ¿done well¿ after the revision and treatment with the product and had not changed in response to the events. No additional information was provided.

Event description:
Additional information was received from a manufacturer's representative (rep). The pump was replaced on (B)(6) 2016 due to another motor stall. The rep is returning the pump to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported that a motor stall was seen on initial interrogation. The patient had not recently had an MRI. The pump logs indicted that the pump motor stalled on (B)(6) -2016 and recovered on (B)(6) 2016. The patient had some symptoms, but the reporter did not know the details. The patient was doing okay at the time of the report. The patient had oral medication to take if needed.

Manufacturer narrative:
Hospitalization has now been selected due to the report the patient was hospitalized, reported in previous report (B)(4) h1) updated to serious injury to algin with the report that the device was replaced due to a motor stall, reported previously in report 3004209178-2016-21523. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.